Event description:
A day after treatment with juvederm ultra plus in the tear troughs the product migrated upwards beneath the eyes. The physician said the prescription of hyaluronidase was necessary to prevent worsening of the symptoms that may lead to permanent damage.

Manufacturer narrative:
Medwatch sent to FDA on 18/aug/2009.